Event description:
It was reported that customer experienced low blood glucose. The blood glucose value of the customer at the time of the event was 2.0 mmol/l. The blood glucose value of the customer at the time of the call was 16 mmol/l. The customer reported symptoms like dizziness and tiredness related to low blood glucose. The customer treated the low blood glucose with tablets. Troubleshooting was performed and it was confirmed that the auto mode feature was active at the time of the event. Also, troubleshooting confirmed that the customer was using the insulin pump within 48 hours of the reported low blood glucose event. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.